Event description:
Pt reported that he experienced high blood glucose during 2004. Pt alleged that device was at fault. No error codes were generated by device. Pt switched to back-up device, and his blood glucose returned to normal. No treatment was received for high blood glucose.